Event description:
It was reported that the insulin pump alarmed low reservoir and the buttons were unresponsive. The customer's blood glucose was 170 mg/dl. The customer stated that approximately a month prior to the phone call they had an error alarm that was troubleshot by the customer. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump had a cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.